Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a successful implantation, but after "some time" skin erosion appeared in the subclavicular area where the neurostimulator was implanted. The physician believed the skit erosion may have been due to the sharp edges of the neurostimulator. The pt underwent a revision on (B)(6) 2011 to reposition the device. The pt was "doing better" but the physician was worried skin erosion may reoccur. It was reported that no pt injury occurred.